Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Manufacturer narrative:
The returned blade was evaluated for the cause of shedding. The inner and outer blades were evaluated visually and it was observed that there was significant galling of the inner and outer tip, due to friction. It was also observed that the adapter body was cracked, causing a misalignment of the outer blade in relation to the inner blade. The inner and outer blades were evaluated dimensionally and it was observed that the outer blade was bent .030". This bending of the blade likely caused the crack in the adapter body and friction between the to blade subassemblies, inhibiting performance and causing shedding. Conclusion: excessive force. (B)(4).

Event description:
During the shaving procedure metal abrasion was recognised. The customer had the same problems with this item already two weeks ago (even though it was a different lot number) e-mail sent asking if site was flushed to remove all of the shedding. It is unknown at this time if the metal debris was removed from the patient.